Manufacturer narrative:
(B)(4). Correction - the exact date of occurrence was reported as (B)(6) 2014. Evaluation summary: the device was returned and the reported suture detachment could not be replicated in a testing environment as the returned device analysis noted the needles, sutures and 1 coiled suture lumen were not returned. As such, the reported suture detachment could not be confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for suture breaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The exact date of occurrence is not known. The estimated date of occurrence was entered as (B)(6) 2014. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that prior to an interventional transaortic valve replacement (tavr) procedure, the sutures of a prostar xl device were attempted to be placed using the preclose technique in the right common femoral artery. The arteriotomy was 6f. Reportedly, a suture break occurred. The sutures of a second prostar xl device were successfully placed using the preclose technique. The sheath was upsized to 18f for the tavr procedure. The tavr procedure was completed and the successfully placed prostar xl sutures achieved hemostasis. A delay of 10 minutes was reported due to the device failure. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a prostar xl device after a transaortic valve replacement (tavr) procedure. Reportedly, a suture break occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.